Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 200's high mg/dl. Customer changed infusion set to address bg; however bg remained elevated. Recommendation was made to consult with a healthcare provider regarding diabetes management.